Manufacturer narrative:
(B)(4): the customer reported a failure to acquire a 3 lead and 12 lead ECG during a pt event. There was no negative pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to acquire a 3 lead and 12 lead ECG during a pt event. There was no negative pt impact.